Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was rising to beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising and elevated.

Event description:
It was reported that during follow up check the right ventricular (rv) lead exhibited high and rising impedance and high and rising threshold. As a result, the implantable pulse generator (ipg) could not be programmed to MRI safe mode. Diagnostic testing/troubleshooting performed. The rv lead and ipg remain in use and patient to be monitored via follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.